Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with investigation results should the set be returned for evaluation.

Event description:
The customer reported the tubing ballooned in the pump segment. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.